Event description:
The dialysis nurse, of the home patient (hp), reports that the set was leaking clear fluid from the twister clamp while in use. The date of how long the set was in use is unknown. There was no patient injury or medical intervention reported.